Event description:
The valve was implanted in the patient for v-p shunting in 2007. The valve was explanted two weeks later, due to important hemorrhage. The customer request to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer in 2007. Results of analysis will be developed in a follow-up report.